Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer stated that his sensor fell off and is unsure why he had low blood glucose readings. The customer stated that he was woken up by the paramedics and treated with a glucagon shot. The customer declined to troubleshoot for any further issues.